Manufacturer narrative:
Device evaluation and results: the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined, because insufficient information was provided. Further information such as x-rays, return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient had a right hip revision due to greater trochanter fracture.